Manufacturer narrative:
On 12/7/16 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis - failure analysis cannot be performed based on the lack of information provided by the customer. The instrument was not returned for further evaluation. Device history evaluation - DHR review nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable. Engineering change order/manufacturing change order history. Corrective action preventive action history/corrections: none. Health hazard evaluation history: none. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. The instrument was not returned for further evaluation.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports that during operative case, laparoscopic tenaculum broke within patient. No broken pieces found within abdominal cavity. X-ray was negative for pieces. On (B)(6) 2016 customer reports no harm to patient.